Event description:
It was reported by service report that a button on the fastening system will not pop out. No patient involvement or adverse consequences are reported. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.